Event description:
It was reported the patient is septic. It was also reported the implantable tachy lead had a fracture. The device and leads were removed and replaced on a later date. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient is septic. It was also reported the implantable tachy lead had a fracture. The device and leads were removed and replaced on a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no issue identified that required full analysis, no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949 implantable tachy lead implanted: (B)(6) 2007 explanted: (B)(6) 2013; product ID 5076-45 implantable pacing lead implanted: (B)(6) 2007 explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.